Event description:
During a surgery performed on (B)(6) 2014 involving extra corporeal membrane oxygenation, a cannula was placed in the patient left groin through the involved graft. The graft was reported to leak continually requiring the doctor to pack the incision with sponges and closing the leg incision with the cannula before transferring the patient to the ICU. The patient was reported to be stabilized at the time of this report.

Manufacturer narrative:
A review of the device history records, including collagen coating records, indicated that the graft was processed and inspected according to procedures and no anomaly was found. Specifically, the review of the water permeability testing records of products coated on the same day and under the same conditions as the complaint device indicated values well within product specifications. One retention sample coated on the same period and under the same conditions as the complaint device underwent water permeability testing at 120mmhg as per iso 7198. The test result indicated a value well within product specifications. Conclusions: please note that the device was not used in an approved indication. No conclusion can be drawn. However, all available information and the product testing performed would tend to indicate that the device was not defective.